Manufacturer narrative:
Lot number - 18d004, 18f003, 18g005, 18h002, 18h019, 18h042, 18j009, 18k020, and an unknown lot number. Four (4) single-use devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of all four devices was found to be within specification. The reported condition was not verified. Photographs of two (2) samples were also received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified through evaluation of the photographs. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of the reported lots. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 12 </noe> malfunction events. It was reported that twelve (12) large volume infusors did not flow. Six events occurred during infusion and involved a patient with no patient consequences, and six events occurred prior to patient use with no patient involvement. No additional information is available.